Event description:
It was reported that the customer had received a software error alarm on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected a52 or e52 error alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.